Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was greater than 600 mg/dl with high ketones. Bg was addressed via a manual injection. Customer changed supplies and resumed insulin successfully. Reportedly, customer reverted to manual injections for insulin therapy.